Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25128427, 25128367, and 25128329. The last 3 lots shipped to the account prior to the aware date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Slight evidence of tissue and charred buildup was observed at the jaws. Small traces of blood was observed on the connector. The heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the tip and base of the jaw. No other visual defects were observed. Based on the condition of the device as returned the reported failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a loose wire in the jaws upon opening package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a loose wire in the jaws upon opening package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.